Manufacturer narrative:
The patient's gender was not provided. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 6 months. The event occurred at (B)(6). The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the returned pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the rotor¿s bearing ball. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicated that they likely formed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicated that it may not have initially formed in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the pump was supporting the patient. A root cause for the development of the observed formations could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was suspected to have device thrombosis; the signs or symptoms were not provided. The pump was exchanged on (B)(6) 2016. It was reported that the surgeon mentioned that a clot was visible in the explanted pump. No further information was provided.